Manufacturer narrative:
All available information was investigated, and the reported torn ci silicone valve was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported torn ci silicone valve could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, clip introducer was inserted into the guide hemostatic valve, and it was determined that fluid level had dropped rapidly. Aspiration was attempted but only air was aspirated. Clip introducer was removed and the fluid level in guide hemostatic valve was constant. Secondary attempt was performed and the problem remained the same and it was decided that the valve in the clip was not competent. The device was replaced and procedure was continued. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported. It was reported that a mitraclip xtw was returned and device analysis revealed that the clip introducer was torn. It was noted that the device was clean with no signs of being used inside the patient. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.